Event description:
It was reported that burr detachment occurred. A rotapro 1.575mm was selected for use in a percutaneous coronary intervention. The target lesion was 75% stenosed, severely tortuous and severely calcified. During the procedure, the rotating burr detached inside the patient. The fragments of device were successfully removed with a snare. The procedure was completed with no patient complications reported.

Event description:
It was reported that burr detachment occurred. A rotapro 1.575mm was selected for use in a percutaneous coronary intervention. The target lesion was 75% stenosed, severely tortuous and severely calcified. During the procedure, the rotating burr detached inside the patient. The fragments of device were successfully removed with a snare. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated within a plastic container, wrapped in gauze. The advancer, drive shaft, handshake connection, coil, sheath, and burr were visually and microscopically examined. Inspection of the device found that the coil had been stretched and broken at the point of detachment from the burr. As the coil was shown to be separated outside the body of the burr, it was considered likely that the separation was not caused due to a glue bond failure within the burr body. Product analysis confirmed the reported event, as the burr was received detached from the coil, and the coil was stretched and broken at the point of detachment.